Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported the plastic guide on one of the four guide pins came off causing the blood line to leak. The patient loss approximately 300cc of blood and did not finish treatment. Upon follow-up, the bmt stated the blood pump rotor guide pins of the machine were coming off and puncturing the blood tubing and caused a blood leak to occur. The bmt stated the issue occurred approximately 15 minutes into the patient's hemodialysis treatment. The machine was pulled from service and the entire blood pump rotor was replaced. Per bmt the rotor was not the original to the machine. The bmt stated that fresenius bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine or bloodline prior to the event. Per bmt treatment was immediately halted and the patient¿s blood was not returned. The bmt stated the estimated blood loss was 300 ml. Immediately following the event, the treatment was cancelled and the patient was unable to complete the remainder of their treatment. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The bmt stated the component was no longer available to be returned for manufacturer evaluation.

Event description:
A user facility biomedical technician (bmt) reported the plastic guide on one of the four guide pins came off causing the blood line to leak. The patient loss approximately 300cc of blood and did not finish treatment. Upon follow-up, the bmt stated the blood pump rotor guide pins of the machine were coming off and puncturing the blood tubing and caused a blood leak to occur. The bmt stated the issue occurred approximately 15 minutes into the patient's hemodialysis treatment. The machine was pulled from service and the entire blood pump rotor was replaced. Per bmt the rotor was not the original to the machine. The bmt stated that fresenius bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine or bloodline prior to the event. Per bmt treatment was immediately halted and the patient¿s blood was not returned. The bmt stated the estimated blood loss was 300 ml. Immediately following the event, the treatment was cancelled and the patient was unable to complete the remainder of their treatment. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The bmt stated the component was no longer available to be returned for manufacturer evaluation.

Manufacturer narrative:
Initial submissions date received aware date: 03-13-2023. Plant investigation: no parts were returned to the manufacturer for physical evaluation. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (bmt) reported the plastic guide on one of the four guide pins came off causing the blood line to leak. The patient loss approximately 300cc of blood and did not finish treatment. Upon follow-up, the bmt stated the blood pump rotor guide pins of the machine were coming off and puncturing the blood tubing and caused a blood leak to occur. The bmt stated the issue occurred approximately 15 minutes into the patient's hemodialysis treatment. The machine was pulled from service and the entire blood pump rotor was replaced. Per bmt the rotor was not the original to the machine. The bmt stated that fresenius bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine or bloodline prior to the event. Per bmt treatment was immediately halted and the patient¿s blood was not returned. The bmt stated the estimated blood loss was 300 ml. Immediately following the event, the treatment was cancelled and the patient was unable to complete the remainder of their treatment. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The bmt stated the component was no longer available to be returned for manufacturer evaluation.